Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected two opened/used partial sensors and performed visual inspection. Found one of two sensors with needle bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Inspected one remaining opened/used sensor and performed bicarbonate buffer test. The sensor passed per specifications with accurate readings. Also found sensor's cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
The customer reported 100 point differences between their sensor glucose readings and their blood glucose readings. Blood glucose reading 260mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. It was also mentioned that the customer had a bent cannula. Troubleshooting occurred. No additional information was provided